Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The report was received without a production lot number, therefore the manufacturing site is unk.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the gas leaked. The surgeon applied another product without pt injury.